Event description:
The customer called and reported the insulin pump was not turning on, following a battery replacement. Customer's blood glucose was 142 mg/dl. During troubleshooting, customer stated insulin pump had not been bumped, dropped, or exposed to moisture, but there was a brown spot on the battery cap. The customer was advised to remove the battery for ten minutes, clean battery cap contact, and insert a new battery. The customer stated the display did not return. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.